Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient passed away due to heart failure. The patient may have also been experiencing diabetic ketoacidosis according to the caller. It was stated that the patient had not been wearing the insulin pump for a few weeks prior to her death, but had been in an out of the hospital due to high blood glucose and other diabetes complications. Nothing further was reported.